Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('foreign body (essure contraceptive device), removed from endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: insertion details-right 2 left 1 expanded coils that appeared in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2014: two metallic ring like coiled foreign bodies, each with an attached metallic string. The coiled aspect of each device measures 1.5 x 0.9 cm and two attached metallic strings measures 15.5 cm and 23.8 cm in length and measuring 0.1 cm in diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received-event medical device removal updated to pelvic pain. New reporter, lab data, medical history, insertion details, removal details were added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device expulsion ('foreign body (essure contraceptive device), removed from endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "two attached metallic strings measure 15.5 cm and 23.8 cm in length". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: insertion details-right 2 left 1 expanded coils that appeared in the uterine cavity. The pain started from the day of the placement and became progressively worse. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: two metallic ring like coiled foreign bodies, each with an attached metallic string. The coiled aspect of each device measures 1.5 x 0.9 cm and two attached metallic strings measures 15.5 cm and 23.8 cm in length and measuring 0.1 cm in diameter. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device expulsion ('foreign body (essure contraceptive device), removed from endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "two attached metallic strings measure 15.5 cm and 23.8 cm in length". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: insertion details-right 2 left 1 expanded coils that appeared in the uterine cavity. The pain started from the day of the placement and became progressively worse. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: two metallic ring like coiled foreign bodies, each with an attached metallic string. The coiled aspect of each device measures 1.5 x 0.9 cm and two attached metallic strings measures 15.5 cm and 23.8 cm in length and measuring 0.1 cm in diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: after internal coding review, the event "foreign body (essure contraceptive device), removed from endometrial cavity" was recoded from device dislocation to partial expulsion of device. Event "two attached metallic strings measure 15.5 cm and 23.8 cm in length" added, onset date of pelvic pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report